Manufacturer narrative:
(B)(4).

Event description:
During ongoing treatment, an external fluid leak was reportedly observed on the polyflux 140h between the housing and the cap. The blood was returned to the patient and the treatment was successfully restarted using a polyflux device of the same lot. No clinical symptoms or medical intervention was reported. No additional information is available.